Event description:
It was reported that the device had a speaker malfunction. It is unknown if there was still sound coming from the device. The device was not in use on a patient at the time of the event.

Manufacturer narrative:
The device was sent to philips authorized repair facility (rft) for bench evaluation. The following functional tests were performed: results of functional testing indicate that the speaker produced audible sound. However, a replacement device was sent to the customer. Based on the information available and the testing conducted, the cause of the reported problem was not replicated. The reported problem was not confirmed. Although the speaker was confirmed to be functioning, a replacement device (tele mx40, 2.4 ghz, ECG &sp02, exchange) was shipped to the customer because the customer indicated speaker malfunction. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1: reporting institution phone # (B)(6). A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the device had a speaker malfunction. It is unknown if there was still coming sound from the device. It is unknow if the device was in use at time of the event. There was no report of patient or user harm.